Event description:
Same case as MFR#: 2134265-2011-04794. It was reported that during a stenting treatment procedure, a vessel perforation occurred. The 90% stenosed, focal, 3-4.2mm in diameter lesion being treated was located in the mildly tortuous and severely calcified m-p lad. Ivus was performed. The lesion was predilated with a 3.25x20mm nc quantum apex balloon. The physician implanted the 2.75x38mm ion stent distally and the 4.00x24mm ion stent proximally. The stents were both inflated to 16atm and overlapping. Ivus was again performed. The physician identified a perforation inside the proximal end of the 4.00x24mm ion stent. The physician inflated the 3.25x20mm nc quantum apex balloon to 12atm for 3-4 minutes. The patient began to experience tachycardia, which was resolved by coughing. Two non-bsc covered stents were placed to cover the perforation. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).